Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and a hardware battery error was observed. The receiver case was opened for further evaluation. The battery voltage was tested and the test failed. The reported event of a hardware error was confirmed. A root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/27/2016 to report that the receiver displayed a hardware error on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.